Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as values ranged between 54-500 mg/dl. Caller was initially guided to press the button on the pump and then to plug the pump into a power source, but both attempts failed to resolve the issue. Tandem technical support decided to replace the pump. Customer reverted to manual injections for insulin therapy.